Manufacturer narrative:
Patient information has been requested but has not been provided. The distributor's field service engineer was able to confirm the occurrence of the reported problem in the device history log. The distributor's field service engineer repaired the unit by replacing the data acquisition board. The equipment is working and meets the manufacturer's specifications. Necessary checks were performed to certify that the operating conditions were returned to the state before the incident.

Event description:
The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is inoperative with a "pcba ac failure." It is unknown at this time if there was any patient involvement.

Manufacturer narrative:
Conclusion / root cause:the data acquisition (da) pcba was tested and no failures were identified.(B)(4).